Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complained of not receiving pain relief in his back that equaled the relief during his trial. The patient stated the stimulation has gradually become less effective over time. Consequently, the patient's scs lead was replaced and placed at the t8 location.